Event description:
It was reported that a hardware removal with revision procedure was performed on (B)(6) 2015. The original procedure to repair a femur fracture was performed on (B)(6) 2015. It was subsequently discovered that a locking compression (lcp) plate and one (1) 4.5mm cortex screw had broken. The plate broke mid-shaft at the area of the femur fracture. Per the surgeon, the patient may have been non-compliant with the post-op regimen. The removed hardware included the broken plate, the broken screw (of which the threaded portion was left in the patient's bone), other various screws and four cables which remained intact. The patient was revised to a variable angle (va) locking condylar plate, 4.5mm cortex screws, 5.0 va locking screws, and two (2) cables. There was no reported surgical delay and the procedure was completed successfully. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). (B)(6). Date of postoperative device breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: november 21, 2009. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations with one non-conformance written due to the shaft width specification on inspection sheets not aligning with the curved condylar top level drawings. All curved condylar plates were placed on hold per stop shipment. All curved condylar plates on hold were dispositioned as ¿conforms¿ as the manufacturing process yields parts that meet the top level print specification even when manufactured at both least material condition and maximum material condition. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: one of the following device(s) was received: lcp condylar plate, left (part 02.001.302 / lot 6260613). The implant was returned broken across the sixth combi-hole from the condylar head portion of the plate. An inspection of the fracture site shows that the material is homogenous, and the device history record review showed no manufacturing related issues that would have led to this complaint. The complaint condition is confirmed, but the root cause is unknown. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.